Event description:
Ref imp # (B)(4).

Manufacturer narrative:
(B)(4). This report has been returned for investigation. We have informed our MFR accordingly. Reviewed the device history record and there were no defect encountered and no specific conclusion can be drawn. If the sample and/or add'l info becomes available, a f/u report will be submitted.